Event description:
On (B)(6) 2012, pt reported receiving elevated blood glucose levels. Pt stated she is receiving readings in the 400's mg/dl. Pt's target blood glucose range is below 300 mg/dl. Pt reported she is able to self-treat with insulin injections and no outside assistance was needed. Pt stated the concern began yesterday. Pt reported her pump was knocked down by her pets while she was in the shower. Pt stated when she got out of the shower the pts had chewed a hole in her infusion set tubing. Pt reported she changed the infusion site, infusion set tubing and insulin cartridge. Pt stated when her blood glucose levels didn't go down; she changed her infusion site again. Pt reported when she changed her infusion site she noticed some bleeding at the site; no blood was in the infusion set or tubing. Pt stated she notices some resistance on the left side of her abdomen. Advised on alternative infusion sites. Pt reported receiving no error messages on the infusion device and there were no leaks in the system. Assisted pt with setting up her backup infusion device. Pt will switch to backup infusion device. On f/u call on (B)(6) 2012 pt reported her blood glucose levels have decreased since being on the backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.